Event description:
A customer reported to baxter product surveillance of a clear link set in which the roller clamp is not stable. If the patient moves, the roller clamp moves instead of being steady. It is unknown when or in which care area this event occurred. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review cannot be performed since there was no lot number provided. A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.